Event description:
It was reported that at approximately 7:30 pm on (B)(6) 2014, an tr tech entered a patient room and observed that for bed 205 the patient's spo2 sat was at 73 and the gamma xl monitor was not alarming. The user reportedly check the gamma xl alarm settings were off. The suers reported that when the alarm settings were checked at approximately 5:30pm, the alarms were on. The users reported that they have observed other events in recent months in which the alarms on some of the gamma xl monitors appear to turn to off without use intervention. The users reported that the alarm settings are checked in their gamma xl monitors 4 times per day to confirm that they are set to the desired settings. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.